Manufacturer narrative:
Approximate age of device- 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Patient was readmitted on (B)(6) 2019 with anemia for which the patient was transfused with 4 units of packed red blood cells. No bleeding source was found.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported anemia could not be determined through this evaluation. Following this event, the patient remained ongoing on (B)(6). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.